Manufacturer narrative:
Additional information : b5 and h6.

Event description:
New information received notes that programming interventions were made. No patient symptoms were reported.

Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed over-sensing on the atrial channel. No interventions or patient symptoms were reported.